Event description:
Covidien rec'd info that due to an 840 malfunction, the pt was removed from the ventilator. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.